Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported material rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly, the trek rx was taken to the lesion, over inflated and ruptured. It should be noted that the trek rx coronary dilatation catheter instructions for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that purposely inflating the device over rated burst pressure resulted in the reported material rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a left pulmonary artery intervention, the trek rx was taken to the lesion, over inflated and ruptured. The device was removed without issue. No additional intervention was performed. There was no adverse patient effect or a clinically significant delay in procedure. No additional information was provided.